Manufacturer narrative:
Additional information lot numbers. Initial complaint did not indicate lot number. The lot numbers listed are possible lots. The customer relayed the lots provided are the lots used to build the items. The customer did not have the exact lot number of the complaint product. The lot numbers are the lot numbers provided by the customer: 18g020162, 18g182762 & 18g091662.

Manufacturer narrative:
Submit date: 11/29/2018. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports gauze is coming apart on the edge leaving debris in the field.

Manufacturer narrative:
The lot numbers listed are possible lots. The customer relayed the lots provided are the lots used to build the items. The customer did not have the exact lot number of the complaint product. Therefore, a review of the DHR was conducted based on the provided lot number(s). The device history record (DHR) for lot numbers 18g020162, 18g182762 & 18g091662 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review. The lots met all defined acceptance requirements and were released. There were no manufacturing related issues related to the complaint issued for these lots. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.